Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had critical pump error with open book icon. The customer¿s blood glucose was 13. 3 mmol/l at the time of incident. The customer also reported that insulin pump had multiple pump error and menu button was unresponsive before critical pump error occurred. The customer also reported that insulin pump was exposed to moisture. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device was received with a critical pump error (open book image) alarm due to moisture damage on the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify pump error 63 alarm, pump error 49 alarm, or unresponsive keypad due to critical pump error (open book image) alarm. Moisture damage was also found on the motor and force sensor during visual inspection. The device was also received with the serial number label faded.